Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Sixteen devices were received for evaluation; 8 events were duplicated during testing. Eight events were not duplicated; however, the devices were not within specifications. Eleven devices were found to be affected by corrosion. Two devices were found to have worn internal components. Two devices were found to have damaged internal components. One device was found to be affected by shattered bearings. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 16 malfunction events, in which the device overheated. Eleven reported events had no patient involvement; no patient impact. Five reported events had patient involvement with no patient impact.